Event description:
It was reported that the user changed the infusion set and then received an ¿insulin set expired¿ notification; the agent instructed the user to perform the fill cannula step and advised that this step must be completed during each supply change. There were no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living or medical care. Investigation included troubleshooting by guiding the user through the correct supply change workflow. Investigation of this case revealed user procedural error related to incorrect or omitted fill cannula steps following an infusion set change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incomplete supply change procedure.